Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a cyst on his back underneath the lifevest therapy electrodes. The cyst was reportedly infected and required draining. After being drained, a dressing was applied to the cyst. The patient was prescribed an antibiotic. During a follow-up the patient reported that the wound was healing.